Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the sepramesh ip and that the mesh was "covered in yellowish-brownish exudate." The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The information provided indicates that the patient's surgery to remove the alleged defective device on (B)(6) 2015 is prior to the date that the sepramesh ip was implanted for a ventral hernia repair on (B)(6) 2015. As medical records were not provided this file will not reflect a date of event, date of implant, or date of explant at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for ventral hernia repair. A bard/davol 12 x 8 sepramesh ip, reference number 5959812, was implanted to repair the ventral hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to remove the sepramesh ip. As reported, the surgeon found that the mesh was "covered in yellowish-brownish exudate." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for ventral hernia repair. A bard/davol 12 x 8 sepramesh ip, reference number (B)(4), was implanted to repair the ventral hernia defect. (B)(6) 2015: the patient underwent an additional surgery to remove the sepramesh ip. As reported, the surgeon found that the mesh was "covered in yellowish-brownish exudate." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective sepramesh ip. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with chronically incarcerated recurrent ventral hernia thereby underwent laparoscopic repair with the implant of sepramesh ip. Per operative notes, ¿the midline hernia and right upper abdominal wall hernia sacs were dissected and excised. The sepramesh ip was trimmed to size and tacked circumferentially to the anterior abdominal wall.¿ (B)(6) 2015 - patient was admitted on hospital due to abdominal pain, abdominal distension, infected mesh and distal small bowel obstruction. (B)(6) 2015 - patient underwent repair with small bowel resection and removal of mesh. Per operative notes, ¿the previously placed mesh (sepramesh ip) was loosely adherent to the anterior abdominal wall by tacks, which was dislodged floating freely on the abdominal cavity. The mesh was covered with yellowish to greenish exudate. The mesh was sharply detached. On the anterior abdominal wall on the left to the midline incision noted herniated omentum contain necrotic adipose tissue. The hernia was reduced and completely excised. A piece of synthetic mesh was sewn using underside of fascia. A drain was placed anterior to the mesh.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, pain, hernia recurrence, infection. It is also alleged that the yellowish-brownish/greenish exudate, necrotic omentum, mesh loosely adherent to abdominal wall, inflammation, hemorrhage, anxiety, depression and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the sepramesh ip and that the mesh was "covered in yellowish-brownish exudate." The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The information provided indicates that the patient's surgery to remove the alleged defective device on 7/7/2015 is prior to the date that the sepramesh ip was implanted for a ventral hernia repair on 7/25/2015. As medical records were not provided this file will not reflect a date of event, date of implant, or date of explant at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about few days post implant of sepramesh ip, patient had infection, necrosis, bowel obstruction, fibrosis, mesh migration and abdominal pain thereby underwent repair with removal of mesh. Per op notes, "mesh was dislodged floating freely on the abdominal cavity". The instructions-for-use supplied with the device list infection as a possible complication. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4 (corporate lot no) (expiry date), d.6a (date of implant), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.